Event description:
The customer reported to olympus, the telescope had a blotchy image due to deposits on the cover glass. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: light guide post detached from base. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.e1/establishment name: japanese red cross society hiroshima prefecture branch hiroshima red cross/atomic bomb hospital (added due to character limitation in respective field).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to improper handling in the form of external force applied by the customer, which has caused the lens to come loose or even break off. Additionally, the deposits are residues from reprocessing or use, limescale or cleaning agents, and are therefore on the outside of the flat glass. The reason for this could be improper reprocessing. Olympus will continue to monitor field performance for this device.